Manufacturer narrative:
Unomedical hereby submits this initial report as part of its complaint remediation activities conducted under a CAPA 2356421 and CAPA 2566479 in accordance with the FDA action plan, which incorporates (B)(4) (ic retrospective complaint review) and (B)(4) (ic retrospective MDR review). This submission includes a retrospective reassessment of previously evaluated complaints. Unomedical is providing this supplemental information in accordance with the reporting requirements set forth in 21 cfr part 803. Additional information - this medical device report (MDR)is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions, h11: investigation summary. B24 is not available in database to capture event history log review. Complaint investigation results: electronic quality management system search: a query was run in the electronic quality management system on 10 jun 2026 against lot number 6012103 and similar malfunction codes: leakage from infusion site (cannula base part/cannula) (specific cause not identified), leak between site connector and cannula housing minor localized. The review confirmed that lot 6003438 and the identified failure mode are not associated with any nonconforming reports or corrective and preventive action of the same or similar nature. Similar complaints search: a query was run in the electronic quality management system on 10 jun 2026 against lot number criteria equal 6012103 and similar malfunction codes leakage from infusion site (cannula base part/cannula) (specific cause not identified), leak between site connector and cannula housing minor / localize. The count of complaints is 1. The complaint number is complaint (B)(4). Device history record review: the lot 6008244 was manufactured according to work instruction version 116 and manufactured in the inset l6 on 31 jul 2024 with a total of (B)(4). Sub-assembly welding: the lot3j03239 was manufactured according to work instruction version 116 and manufactured in the m10 on 14/mar/2023 with a total of (B)(4). The sub-assembly gluing of tubing of the lot 4h00065 was manufactured according to the work instruction version 64 and manufactured in the gluing machine 04, on 01 aug2024, with a total of (B)(4). The sub assembly gluing of tubing of the lot 4905506 was manufactured according to the work instruction version 7 and manufactured in the gluing machine itl01, on 28 jul 2024, with a total of (B)(4). The overall DHR review confirms that all required process related tests were completed and met applicable requirements. No deviations were identified, and no maintenance events were recorded related to the reported issue. Conclusion: device history record review supports compliance with manufacturing and quality requirements no issues noted. Visual evidence review: no photo was provided to support visual confirmation of the reported issue. Conclusion: unable to perform visual verification; assessment based on available documentation only. Corrective and preventive action determination assessment - conclusion summary of complaint investigation: based on the investigation, no further investigation is required. The record will be closed and monitored through tracking and trending per work instruction (monthly trips and alerts). Corrective and preventive action determination no corrective and preventive action required. Complaint unconfirmed: following investigation, the reported failure could not be confirmed for this complaint. Based on the available information, this event is deemed to be a reportable death. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It was reported that the patient experienced an event of infusion set leakage near the cannula and the connector on (B)(6) 2025.